Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous by a baxter employed health professional from (B)(6) of doing continuous ambulatory peritoneal dialysis (capd) without proper training and peritonitis in a (B)(6) female patient coincident with dianeal ultrabag 2.5% therapy. On an unreported date, the patient began treatment with dianeal 2.5% ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for capd. Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient was performing capd without proper training, which caused peritonitis (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection vencogen (1gm, ip), injection tazin (4.5gm, twice daily, intravenously (IV)) and injection unizox (1gm, once daily, IV) for peritonitis.

Manufacturer narrative:
(B)(4). The product code is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: further information was received from a baxter employed healthcare professional on (B)(6) 2012: on an unreported date, the patient's catheter was removed and dianeal therapy was discontinued. On an unreported date, treatment medications for peritonitis were discontinued. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.